Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial report. The phenomenon was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, when otv-s190 of asset was connected to amm190wtd and activated, a black-out occurred a few minutes after the activation, resulting in a pip screen occurred due to failure of the locking mechanism of the video module. The cause of the faulty locking mechanism could not be identified. However, an asset monitor was connected and the operation was performed for a long time, and the reported phenomenon was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, visual examination and operation confirmation found no abnormalities, and the reported issue regarding blackout could not be confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, when the color bar was displayed during preparation for use, the screen with visera elite video system center blacked out for a moment. Subsequently the system was restored and there were no abnormalities. The intended procedure was completed with the same device. In addition, pip was displayed. There was no harm or user injury reported due to the event. This report is part one of two related event. (Patient identifier: (B)(6).